Event description:
Implant failed due to fracture at/after delivery.

Event description:
Implant failed due to fracture at/after delivery. The initial report did not have the correct event type and codes documented. The correct event type and codes are provided in this follow-up report.